Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that when trying to acquire functions on the wired foot pedal, it is cutting out. Review of the log files showed high number of ¿- en_x inactive and hand/footswitch pressed¿ warnings are logged. This pattern indicates indeed a footswitch malfunction. Upon troubleshooting, fse determined that the issue was most likely caused by broken plug fasteners in the foot switch, rendering it unable to function properly. To resolve the reported issue, the fse first attempted to replace the table connector screws for the footswitch. However, this did not fully resolve the issue. To resolve the issue, fse replaced the footswitch and fitted a replacement footswitch. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the image could not be acquired using the wired footswitch. The issue was found during clinical use. No harm has been reported to philips.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the field correction 3003768277-08/04/2023-005-c, which addresses the causes associated with the reported malfunction.